Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in the emergency room after receiving inappropriate therapy. Upon interrogation, an episode of svt was incorrectly treated as a true vt. The device was noted to be at eol, and programming changes were recommended. Patient was later presented to the hospital with impending cardiac surgery. Device will be replaced after surgery. No further information available.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.